Event description:
Rptr wants to return old hollister ostomy products due to age and possible defects attributed to age. All requests were denied, even from the mfrs. Rptr does not wish to sell these items for fear of defects and damage. The MFR should be more compliant in it's return policy, especially when quality is concerned.